Event description:
It was reported the patient was implanted with unknown zimmer biomet products. Subsequently, the patient was revised seven months post implantation due to dislocation. Attempts have been made but no further information has been made available.

Manufacturer narrative:
(B)(4). D1: constrained head 12/14 taper 36 mm diameter +0 mm neck length for use with freedom constrained liners. D10: 010000985 g7 freedom const e1 lnr 36mm g 6771746. G2: foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 02976 . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under 1822565 zimmer.